Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that when she went to take the chair out of the box the caster seems to be leaning and not rolling straight.